Manufacturer narrative:
Device evaluation: intuitive surgical, inc. (Isi) received the tenaculum forceps instrument for failure analysis evaluation. The instrument was found to have a broken pitch cable at the distal end. When pitch cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted myomectomy procedure, the wires on the tenaculum forceps instrument broke, preventing the surgeon from securely grasping the myoma. The instrument did not collide with any other instruments or hard materials, and did not result in any fragments. After the issue was noticed, the tips of the tenaculum forceps made contact with the bowel tissue twice. Despite this complication, the patient did not require any unplanned medical or surgical intervention. No backup instrument was needed, and the procedure was successfully completed robotically, with no injury to the patient or concern regarding long-term complications from this event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. A review of the site's system logs for the reported procedure date was conducted and the investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. A review of the images provided by the customer shows a tenaculum forceps instrument that appears to have a broken or frayed pitch cable. Returning the instrument for further investigation will allow for definitive assessment and confirmation of the issue.